Manufacturer narrative:
A patient's system was replaced was reported to abbott. It was determined the ipg was nearing end of life and had ineffective therapy/ high impedance due to migration. As a result, the leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-05316. It was reported that the patient had been experiencing ineffective relief. The patient's leads were noted to have migrated and the leads had high impedance on multiple contacts. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.